Manufacturer narrative:
Date received by MFR: 02jul2019. Technical support(ts) instructed the customer to have respiratory therapy (rt) swap the vent out to another unit. Ts provided customer service manual directing customer how to perform touchscreen calibration. The touchscreen was replaced to address the reported issue and all tests passed. Date received by MFR: 24sep2019. The touchscreen was return for analysis. An investigation was performed and the root cause was due to the ul_lr and ur_ll resistance and resistance ratio were out of specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
The customer contacted technical support stating that unit touchscreen is not responding around the standby button. The unit was in use at the time of the malfunction, but there was no reported patient or user harm.